Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the motor error alarm was recurring since (B)(6) 2015. The customer had previously called to due to this issue and declined to troubleshoot again. Customer's blood glucose level was 355 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to moisture damage on force sensor resistor moisture damage was also found on all of the electronic assemblies noted. However, the motor was tested outside of the unit and passed. The insulin pump passed pump self test, off no power test, a21 error test, displacement test and rewind test. The operating currents were in specifications. The insulin pump was received with severely stripped battery cap coin slot, minor scratches on the lcd window, cracked case at the display window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot. The insulin pump was missing the end cap sticker.